Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred one hour and thirty minutes after treatment was started. Blood was observed leaking externally from the connection of the heparin line to the line that goes to the blood pump. There were no machine alarms. The type of machine and dialyzer being used were not provided. There were no visible defects found at the leak location and no loose connections were noticed. Nothing was noticed during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 200 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for physical evaluation as it was reportedly discarded. A video of the event was provided for review.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for manufacturer evaluation. However, a photo of the product label and a video of the alleged malfunction were provided for review. In the video, a leak in the assembly of the heparin line to the red ¿t¿ connector could be observed. This type of failure can be attributed to a few different causes: improper assembly by the operator due to not following the work instruction, not applying solvent correctly in the components during the manufacturing process, or a lack of solvent applied during the assembly of the components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided video.

Event description:
It was reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred one hour and thirty minutes after treatment was started. Blood was observed leaking externally from the connection of the heparin line to the line that goes to the blood pump. There were no machine alarms. The type of machine and dialyzer being used were not provided. There were no visible defects found at the leak location and no loose connections were noticed. Nothing was noticed during the priming phase. The patient¿s estimated blood loss (ebl) was reported to be 200 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for physical evaluation as it was reportedly discarded. A video of the event was provided for review.